Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that patient's wife said the patient is in the hospital with an infection. They are not sure if it from the device or not because he has no other open wounds that should be causing it. The issue was not resolved the time of this report. No device issues reported. (B)(6) 2021 mpxr 841293.1 (rep): no new information.